Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected insulin flow blocked alarm or no unexpected pump error noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 1 mmol/l. The customer reported that the insulin was not working properly. The customer experienced other blood glucose value of 5.8 mmol/l. The customer was treated with food and glucagon for low blood glucose. The customer reported that the insulin was dripping from the end of the set. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report customer did not allege pump was over delivering. Troubleshooting was not performed for low blood glucose. The device will not be returned for analysis.